Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377775, lot# v010058, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID: 377775, lot# v008916 , implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient.

Event description:
Information received from a patient reported that all implanted components were removed on (B)(6) 2011. Additional information received on (B)(6) 2016 reported that the patient was experiencing a loss of therapy. It was reported that the patient's device didn't work and stopped taking their pain away. The patient stated that it worked in the beginning, but then the pain started to come back. The patient tried increasing stimulation and then played with it for three years. It was noted that the patient had their device removed when they did a spinal fusion. Indication for use is post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.